Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the or for a system explant due to an unrelated infection. Prior to the procedure, high out of range pacing lead impedance was observed. No externalization was observed on the lead prior to explant, but the lead was extensively damaged during the procedure. The patient was in excellent condition post-procedure.